Event description:
60 year old female underwent bilaterial silicone gel breast augmentation in 1974. She has noticed hardness, pain and discomfort for the last 1 1/2 years. She also has a diagnosis of rheumatoid arthritis. She had headaches and pain in left hip. Desires removal of implants for relief of the periprosthetic capular contracture - induced pain. Bil implants ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.